Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported event was unknown; however, a reload the set 201 alarm was identified during a review of the event history log. A sample evaluation was performed and functional testing verified the reload the set 201 alarm. The cause of the condition was determined to be out of specification silicone o-rings. To correct the condition, the o-rings were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.